Event description:
The infusion pump was received at the service facility with a vague report of the pump underdelivering, reportedly while it was in clinical use. No specific information was received. No patient injury was reported.